Event description:
Legal case ¿ USA (mdl no. 002670). Case no. (B)(4) (B)(4). It was reported via legal documentation that approximately 29 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitants: 6972474 02-010-06-0240 - tru cc femoral size 4 left. 6370468 02-010-06-0542 - tru post. Aug. Size 4, 10mm. 6862571 02-010-06-0542 - tru post. Aug. Size 4, 10mm. 4777975 02-010-66-3002 - metaphyseal femoral cone, large, h42mm. 7131840 02-012-61-4000 - tru offset stem ext coupler, 4mm. 5141867 02-012-64-2212 - tru fluted stm ext 22mm x120mm blast. 5848275 208-06-04 - cc distal fem augment sz 4, 10mm. 6239289 208-06-04 - cc distal fem augment sz 4, 10mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.